Event description:
It was reported via repair work order that the foot end load cell was not working which may have resulted in an inaccurate scale reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Supplemental submitted with results of evaluation.

Event description:
It was reported via repair work order that the scale was inaccurated due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.